Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery, spi to motor pic communication error or off no power anomalies noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received motor communication error alarm and when attempted to clear, received an off no power alarm. Customer was not able to get out of this loop. Cutomer's blood glucose was 16.3 mmol/l. Insulin pump would need to be replaced.